Event description:
Patient had some issues w/ manipulation of driveline and alarms. System controller changed out and driveline x-ray negative for fracture per thoratec corporation review. No further issuses to date.